Event description:
It was reported that the patient underwent an explant procedure due to infection. The explanted devices were retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to infection. The explanted devices were retained by the medical facility and will not be returned. Additional information was received that the cultures were taken and the results were unavailable.